Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft. Outflow graft / 1367219/ model #: 1125 / expiration date: 2022-06-30 UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted for very low flows and worsening heart failure. The watts were noted to be below normal. The ventricular assist device (vad) was stopped as the care team suspected an inflow/outflow occlusion. Inotropes were started and the patient stabilized. The pump remains implanted but out of service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the patient died after being discharged home on hospice. Additional products: outflow graft 1367219 h6: patient ime code(s): e0514, e0611 h6: imf code(s): f02, f2303 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had died after being discharged from the hospital on hospice.

Manufacturer narrative:
This supplemental is being submitted for updated analysis and investigation. Product event summary: the vad and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2018, followed by a sudden, sustained decrease in power and flow to parameters below normal operating range on (B)(6) 2018, and one (1) low flow alarm logged on (B)(6) 2018. Information provided by the site indicated that, in addition to the low flows, the patient experienced worsening heart failure; an inflow or outflow occlusion was suspected and the ventricular assist device (vad) was turned off. Of note, it was reported that the patient had been off of their anticoagulation for several months due to a bleed event. The patient was treated with inotropes; however, additional information received indicated that the patient expired. Based on the limited information available, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus, worsening heart failure, and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar occlusion events. Possible clinical factors that may have contributed to this event include the reported stopping of the patient's anticoagulation, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft 1367219 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump and associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sudden sustained decrease in power consumption and estimated flow starting on (B)(6) 2018 and 1 low flow alarm logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft, 1367219. Device evaluated by manufacturer: yes. If information is provided in the future, a supplemental report will be issued.